Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a failure to sense and properly capture the patient on the right ventricular channel. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.